Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387-40, lot# j0519661v, implanted: (B)(6) 2005, product type: lead. Product ID: 64002, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for dystonia. It was reported that the patient¿s extension was exposed in the neck area which led to a total system explant. The device reportedly ruptured the skin. There was no report of infection. The patient reportedly asked to have everything removed because they were tired of having battery replacements. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that it was unknown when the patient first saw the extension erosion. The rep reported that the hcp stated the patient just showed up in the clinic one day and wanted a full explant. No further patient complications have been reported as a result of this event.